Event description:
Additional information was requested from the surgeon, who reports the following details. The hydrus microstent was implanted in the patient's right eye in september 2018 and subsequently explanted on (B)(6) 2018 due to persistent iritis and keratic precipitates. Prior to intervention, the microstent appeared to be properly positioned, with all 3 windows visible on gonioscopy and no sign of iris or cornea touch. There was no sign of iop elevation, hyphema, or retained lens fragment. No ocular or systemic work-up for inflammation was performed prior to explant, however, the patient was referred to a rheumatologist following explantation. The rheumatology work-up was reportedly negative for any relevant systemic conditions and the root cause for the ocular inflammation remains unknown. It should be noted that the patient has past surgical history of an istent (glaukos) in her fellow (left) eye, which was associated with persistent foreign body sensation, inflammation, and unsatisfactory iop control. Approximately 2 months post explant, the anterior chamber inflammation and keratic precipitates had resolved completely on steroid eyedrops and iop remained in the range of 10-14 mmhg. The angle appeared normal except for a focal defect in the trabecular meshwork where the hydrus was originally inserted. The fundus exam was normal except for persistent cystoid macular edema (cme), which was diagnosed 1 day post hydrus explant and confirmed by oct. At the most recent exam on (B)(6) 2019, the patient's bcva was 20/80 and the ocular exam was normal except for cme. The surgeon attributed the bcva entirely to cme, which he thinks may be related to the original cataract surgery and exacerbated by the secondary explant surgery. Steroids have been discontinued and the cme is expected to resolve gradually.

Manufacturer narrative:
The explanted device was not returned for analysis and is not available. The root cause of the persistent iritis and keratic precipates remains unknown. The root cause of the cme was believed to be related to the original cataract surgery and exacerbated by the secondary microstent explantation procedure. Microstent explantation and cystoid macular edema are listed in the device labeling as potential postoperative adverse events. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
Additional information has been requested from the reporter. Iritis is listed in the device labeling as a potential adverse event. (B)(4).

Event description:
The surgeon reported that a patient underwent uneventful cataract surgery with implantation of the hydrus microstent. Approximately one month postoperatively the patient had satisfactory visual acuity and iop control, however, the eye continued to exhibit signs of iritis, including cells, flare and keratic precipitates, despite ongoing treatment with steroid and nsaid medications. Additional information has been requested on several occasions, however the etiology and interventions are unknown at this time.